Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from the lot. All available information was investigated and the reported failure to advance appears to be related to patient morphology/pathology due a rotated heart. The reported difficulty removing appears to be due to a combination of the patient morphology/pathology and user technique/procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The steerable guide catheter is filed under a separate medwatch report.

Event description:
This event is filed for difficult removal. It was reported that during a mitraclip procedure to treat functional mitral regurgitation, it was initially thought that the clip delivery system (cds) was not steering appropriately. It was noted that the device knobs were functioning appropriately and the device moved in the expected direction; however, the device was unable to get to the valve. An attempt was made to remove the cds, but there was some difficulty noted pulling the cds back into the steerable guide catheter (sgc). The cause of the difficulty was not known. The sgc lost position and was pulled back into the right atrium. The sgc was unable to cross back through the septum to the left atrium and was removed without difficulty. A second sgc and cds were prepared and advanced into the patient anatomy without difficulty. It was noted that the second cds also seemed to have steering issues; however, it was then noted that the patient's heart was rotated. It was confirmed that the device knobs were functioning appropriately and the device moved in the expected direction correctly. Once it was realized that the patient's heart was rotated, the physician was able to steer the device and successfully implant the clip. A third cds was then advanced, with the clip successfully implanted. Two clips were implanted and the functional mitral regurgitation was reduced from grade 4 to grade 1+. No additional information was provided.